Manufacturer narrative:
Continuation of d10: product ID: 37082-40; lot#serial#: (B)(6); product type: extension, ubd: 19-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a ¿local infection of the skin and subcutaneous tissue¿ as of on (B)(6) 2025. It was noted that the issue was associated with the patient¿s extension and was characterized by an open wound with a central point measuring 1x1 cm, moderate purulent discharge, intense pain, and fluctuation in the pocket area, as well as heat and pain and the presence of pus upon palpation of both pockets. The infection was stated to be causally related to the device but not to the implant procedure. Neurosurgery follow-up and medical observation were conducted, and on (B)(6) 2025, implant washing and vacuum-assisted closure (vac) system debridement were performed. The outcome was initially listed as resolved without sequelae as of on (B)(6) 2025. However, the patient again started to experience ¿pain and subcutaneous fluid collection at the wound site in the sacral region¿ as of on (B)(6) 2025. It was noted this too was associated with the extension. Nursing staff punctured the area, obtaining a small output of serous fluid, followed by minimal opening of the wound and further secretion. Medical monitoring and laboratory tests were performed, and the patient¿s condition was noted as resolved without sequelae by on (B)(6) 2025. No further complications were reported or anticipated.